Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08725 inches. No unexpected insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's different blood glucose value were 49 mg/dl, 63 mg/dl and 135 mg/dl, 120 mg/dl. The customer also report that the insulin pump had insulin flow blocked alarm and customer states they have tried all remedies. The customer was assisted with troubleshooting and declined for low blood glucose. The customer did not provide details regarding symptoms and treatment of low blood glucose. The insulin pump will be returned for analysis.